Event description:
It was further reported that the capture issue was associated with the rv lead only when the patient was in the operating room to remove the perforated rv lead. There was no capture issue with the ra lead and the ra lead did not contribute to the patient's symptoms.

Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the patient experienced loss of consciousness and hypotension. The right ventricular (rv) lead was confirmed to have perforated the heart and the patient was confirmed to have pleural effusion per chest x-ray. The patient was also confirmed to have experienced pericardial effusion, a pericardial clot with concerns of cardiac tamponade. The patient's hemoglobin dropped and experienced obstructive shock and hemorrhagic shock. The patient was admitted to intensive care unit (ICU) and underwent a median sternotomy with a pericardial window with a hematoma evacuation and required resuscitation. An arterial line was placed. The patient required blood transfusion and medication. Blood pressure improved with transfusion. It was also noted that capture could not be conformed on the rv or right atrial (ra) lead. The right ventricular (rv) lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.